Manufacturer narrative:
The impella device has been discarded by the customer, therefore, investigation of the device is not possible. Should any new information be received, a supplemental MDR will be filed. Instructions for use state the following: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ impella cp with smart assist system section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
Us complainant reported that after the impella cp explant, the patient was oozing blood from access site during routine check up. Hemostasis was achieved, however, patient later got up to go to the bathroom and site began bleeding once again. Femostop was applied and hemostasis was achieved. The patient did not receive any blood products. No serious patient harm or injury. On nov. 5th, 2024 the complaints team received a protect IV study that found a probable relationship between the patient's claudication to the impella procedure. There was claudication in right extremity at site of single sheath procedure, requiring stent placement for common femoral artery and superficial femoral artery lesion. Impella procedure and closure device likely contributed.